Event description:
Caller states the pt tested 6.3 inr on the coaguchek system and 4.6 inr on a comparison lab. No action was taken based on device result. No adverse event reported. Requested return of suspect system, however, caller states strips are unavailable for return. Comparison performed in a medical facility.